Event description:
It was reported that during procedure, the handpiece started to pop out anspach drill handpiece. Also, the anspach drill started smoking and making loud noise after the case. No injury reported. Investigation results determined that malfunction was due to the locking mechanism being stripped.

Manufacturer narrative:
The device was intended for use in treatment and it was reported that the drill was popping out of the handpiece and then started smoking and making a loud noise when being checked after the case. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides instructions for drill usage and troubleshooting. We could confirm there was a relationship established between the reported event and the device. The device was returned for initial investigation to OEM. The returned device was evaluated, and the reported problem was confirmed. A visual and functional assessment was performed and found that the device could not lock the cutter and the pretest could not be completed. Evidence suggests that this malfunction was due to the locking mechanism being stripped. The malfunction is most probably due to user error.